Event description:
It was reported, the autoclavable camera head had a grainy image. No information was provided about when during procedure the issue occurred. The procedure was completed with a similar device without any delay. There were no reports of patient harm.

Manufacturer narrative:
The device was returned and investigation is ongoing. A supplemental report will be submitted upon completion of investigation or if any additional information is provided by the user facility.

Event description:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation.

Manufacturer narrative:
Updated fields: d8, g3, h2, h3, h6 and h10. The returned device was evaluated, and the user's request of a was confirmed. A grainy image was discovered due to faulty image sensor (ccd). A review of the device history record (DHR) found no deviations that could have caused or contributed to the reported issue. The DHR confirmed that the subject device was shipped in accordance with the specifications. A definitive root cause cannot be identified. Based on the investigation, no nonconformances were found. The most probable cause of the complaint is traced to component failure, which is expected or random component failure without any design or manufacturing issue. To mitigate risk/harm to the patient, the instructions for use provides the following: if the endoscopic image disappears unexpectedly or the frozen image cannot be restored during an examination, immediately stop using the camera head and withdraw the endoscope from the patient according to section 5.3, ¿withdrawal when any irregularity be observed¿. Continued use of the endoscope under this condition could result in patient injury, bleeding, and/or perforation. Olympus will continue to monitor field performance for this device.